Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) patient received inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) reviewed the stored episodes, and the physician planned to receive a cardiology consult. This crt-d remains in service. No adverse patient effects were reported.